Event description:
It was reported that a spectrum iq infusion pump's third column of buttons do not work during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "third column of buttons do not work" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the third column of buttons inoperable on the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.